Event description:
It was reported that water source sprung a leak and flooded both ors. Water leaked through the floor below. There was no pt involvement or adverse consequences related to this event. This investigation is ongoing.

Manufacturer narrative:
This investigation is ongoing and a follow up report will be filed when the investigation is complete.